Manufacturer narrative:
Based on the information provided by the patient, there is no conclusive evidence that supports or opposes the fact that the aligners caused, contributed, or would likely cause or contribute to the reported event. This event is being filed as an MDR since the patient reported symptoms or physiological conditions related to tooth fracture.

Event description:
The customer reported broken tooth on tooth #13 (upper left premolar) while wearing the aligners. Medical intervention will be required to place a crown. Treatment discontinuation is unknown. For this event, the patient identifier is (B)(6) and the complaint number is tooth fracture.